Event description:
The pt was admitted to the hospital in 2006 for removal and replacement of a ventricular lead secondary to the lead sensing below 2mv and concern that there may be a significant ventricular lead malfunction. This lead was implanted in 2005. Approx one week later, the ventricular lead was causing significant diaphragmatic capture and had to be revised for lead dislodgement at that time.